Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was dropped on concrete and was not functioning properly. The customer was getting out of a truck when the infusion set got caught on the door and fell down. They could not edit the settings. The battery shows 0. The battery symbol has a black mark. The insulin pump was stuck in the rewind loop. The customer's blood glucose level was 174 mg/dl. The customer was unable to run the self-test. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass also, unable to performed functional test due to display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.